Event description:
Facility alleges blood leak during dialysis. Chief tech. Reports leak occurred at initiation of treatment. 1st use. Dialyzer replaced. Estimated blood loss . 100cc. No pt injury reported.